Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Preliminary device investigation showed a cracked housing and a leaking battery. According to the rrf the device had a crack.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor, a leaking battery was detected. The electrolyte corroded the silicone sleeve of the battery and oxidized a few parts. The damage to the rechargeable battery inside was most likely caused by strong mechanical stress. There have been no reports of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
Preliminary device investigation showed a cracked housing and a leaking battery. According to the rrf the device had a crack.